Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited inflation issues in the right cylinder. A surgical procedure was performed, during which a leak in the connecting tube between cylinder and pump was identified. Both cylinders and pump were removed, while the reservoir was kept in the patient, and a two-piece device was implanted. There were no patient complications reported.